Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. During retraction, interaction with the previously deployed stent resulted in the reported stent damage (flared/bent); thus, resulting in the reported difficulty to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a new lesion located in the proximal left anterior descending artery (lad). The patient presented experiencing a myocardial infarction. There was an older stent deployed during a previous procedure located in the vessel that was observed to be patent. Thrombus aspiration was performed prior to the attempt to stent. During positioning of the 3.25 x 15 mm xience alpine stent delivery system (sds), the stent struts caught on the proximal end of the previously deployed stent. Resistance felt during retraction of the sds caused the stent struts to flare. Another sds was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.